Event description:
It was reported that the patient was experiencing numbness and not getting adequate pain relief. The patient underwent an ipg explant procedure. The explanted ipg will not be returned as it was discarded by the medical facility.